Manufacturer narrative:
An event regarding loosening involving an unknown trident shell was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Device not returned.

Event description:
A revision due to stem-neck junction corrosion and loose cup was reported. Stem, cup, liner and head where exchanged.